Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that review of stored device memory through the remote home monitoring system noted that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited noise and oversensing that resulted in pacing inhibition for greater than 2 seconds of asystole. Additionally, a stored pacemaker mediated tachycardia (pmt) episode was observed. Boston scientific technical services (ts) discussed the potential of the noise being external in nature and discussed troubleshooting options. No adverse patient effects were reported. This product remains in service.